Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery is approaching the indicator signifying the time for device replacement. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited a shorter than expected longevity after a significant amount of high voltage therapy was delivered. It was additionally noted that the patient underwent ventricular tachycardia (vt) ablation and post procedure, the estimate was even lower. An issue with the estimate, not the battery, was suspected. The device remains in use. No patient complications have been reported as a result of this event.